Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins, serial # (B)(4) found no anomaly as the device passed all functional testing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that an ins replacement surgery was being done due to elective replacement indicator (eri). The old ins was removed and after the leads were connected, high impedances were observed on 0-7 electrodes. The lead was removed and wiped several times by the hcp with no success. Rep used a trialing cable to retest the lead intra-operatively and impedances were good. It was decided that there may have been something wrong with the ins. It was replaced with another ins, impedance test was done again and found to be good. The suspected ins was never implanted and no symptoms were reported.